Manufacturer narrative:
The amplatzer septal occluder was received in its original configuration at aga and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and inspection for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
During an atrial septal defect (asd) closure, a 14mm amplatzer septal occluder was deployed and embolized to the aorta. The device was percutaneously retrieved with a snare. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed.